Event description:
Initial rptr claims that catheter broke at the distal tip and catheter tip was dislodged in pts urethra. Report of this injury was rec'd in kendall's quality assurance department on march 8, 2000.